Event description:
The user facility reported the vitrectomy cutter was not cutting. There was patient contact but no patient impact.

Manufacturer narrative:
Evaluation completed. One opened bl5225v pack from lot v1924 was returned. Visual inspection found the tip protector was in place, as it should be. The needle was bent. The port window was in the opened position. There was dried solution visible in the tubing. The back cap was aligned correctly with the vent hole in the side of the cutter body. All connectors were inspected and no defects were found. A functional test was performed using a stellaris pc system. The inner needle would not reach the cutting edge and therefore could not cut. It should be noted that a bent needle could contribute to poor cutting performance. The cause of the bent needle cannot be determined. The sterilization and lot history records were reviewed and found to be acceptable.